Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed pain and discomfort in her hernia. The patient reported that she has a hernia in between her breasts and that the lifevest exacerbates the pain. The patient stated that the clips from the garment were cutting into her skin and that the skin was purple, black, and bruised. The patient had paramedics at her house overnight due to the reported hernia pain. They suggested that the patient wear bigger garments. The patient was remeasured and issued better fitting garments. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.